Event description:
It was reported that before use of the bd posiflush¿ ns filled syringe there was plastic attached to insertion tips of two syringes.

Manufacturer narrative:
H.6. Investigation: as neither a physical sample nor a picture sample was provided for evaluation by our quality engineer team, a complete investigation could not be performed and the reported defect could not be substantiated. Although the defect was not confirmed for this instance, bd recently investigated a similar reported issue and a corrective and preventive action plan has been initiated to further investigate this issue and prevent its recurrence. A DHR was performed and there were no non-conformances associated with the batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd posiflush¿ ns filled syringe there was plastic attached to insertion tips of two syringes.